Manufacturer narrative:
The replaced switches were returned for investigation. It was found that the tabs taht mount the internal switch mechanism were broken. The likely reason for the tab failure is due to usage fatigue.

Event description:
It was reported that while trying to rotate the c-arm, when the button was released, the c-arm continued rotating. No injury reported. A field engineer was dispatched to the site. It was determined that the right rotational switches were sticking. The right and left switch banks were both replaced due to wear and once this was completed the system was working as intended.